Event description:
Briefly, (B)(6) male with history below who presents after a device alert was generated by his device (st jude, initial single chamber, upgrade to biv in 2011). He has a history of mi and recent CABG (lima to lad, svg to rca) where reportedly his ICD discharged during the procedure in (B)(6). He has been asymptomatic but his device noted for low impedance on the high voltage lead suggestive of possible lead fracture, so he was instructed to come to strong. Here he is asymptomatic, denies any trauma to the area or ICD discharges. Smoking status: former smoker, types: cigarettes, cigars, quit date: (B)(6) 1960. Smokeless tobacco: never used. Comment: quit 50 years ago cigars cigarettes in teenage years. Alcohol use: yes. Allergies: no known allergies - drug, envir, food or latex.